Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the device was replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the battery was depleted and premature battery depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.